Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing associated with the right ventricular lead. Analysis of the device memory indicated the impedance of the right ventricular pacing lead was beyond the expected upper range. Analysis of the device memory indicated the impedance trend of the right ventricular pacing lead was variable. Analysis of the device memory indicated cross chamber oversensing associated with the right ventricular lead. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported a lead integrity alarm "triggered," the lead displayed erratic impedances and there was over-sensing and "cross talk." It was also reported the physician suspected the issue was related to an improper connection in the header. The patient was scheduled for a lead revision and at the time of the procedure the physician was able to pull the lead out of the header without unscrewing. The lead was tested, and the measurements were found to be within normal limits. The physician placed the pin back into the header, screwed it into place while ensuring the pin was beyond the header block. A tug test confirmed the lead was appropriately attached to the header. The device and lead remain in use and no patient complications have been reported as a result of this event.